Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the hospital due to low blood glucose levels on (B)(6) 2017. The customer reported emergency medical assistance dispatched due to the low blood glucose level. The blood glucose value at the time of admission was 43 mg/dl. The customer treated the low blood glucose level with carbohydrates and glucose tablets. The customer was wearing the pump at the time of the hospitalization. The customer did not troubleshoot due to being blind. The customers current blood glucose level was 240 mg/dl. The customer does not recall what was given to him to treat the low blood glucose level while in the hospital. The insulin pump will not be returned for analysis.